Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy red rash under the front therapy electrode. The irritation was reported to be an allergic reaction. The patient's nurse applied a burn cream to the irritation. The patient's physician advised the patient to use a cream on the rash. The patient's garment was adjusted to prevent the therapy electrode from laying on the rash. There is no indication of a device malfunction. The patient's medical condition improved.